Event description:
Burning feeling [burning sensation]. Swelling feeling [swelling]. Case description: spontaneous report received on 28-jun-2010, from a hcp regarding a (B)(6) female pt, (B)(6). The pt had a history of gonarthritis. The pt experienced a burning and swollen feeling after receiving synvisc-one. The pt received one synvisc-one injection into an unspecified location on (B)(6)-2010. The hsp reported the pt reported "burning and swollen feeling" for twenty-four hours. The hcp reported the events were important medical incidents with an onset date of (B)(6)-2010, and an off set day of (B)(6)-2010. The pt's burning and swollen feeling were moderate in severity and had a probable relationship with synvisc. At the time of this report, the pt recovered without sequelae. The lot number was unk. Additional information was received on 30-jun-2010, in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.